Event description:
The manufacturer received information alleging a ventilator was not functional. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The blower motor, flow tube, and oxygen gasket were replaced to address the issue.